Manufacturer narrative:
(B)(4). Related record: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient reported experiencing inaccuracies with two sensors that had "low readings" in which they were sweating and passed out. This report is to document 2 of 2 similar events. Although the cgm was reported inaccurate, there were no cgm nor bg readings documented. The patient declined to provide further information. At the time of the report the patient was feeling fine. Data was evaluated for 12/22/2024 and the allegation was undetermined. Data was evaluated for 12/23/2024 and the allegation was confirmed. The probable cause could not be determined post investigation. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.